Event description:
The customer reported oxygen device failed and oxygen not available diagnostic error codes. The device was not in clinical use. No patient or user harm was reported.

Manufacturer narrative:
B4: 05aug2021. The customer confirmed that the hospital had an issue with the oxygen supply to the v60. The unit was working as intended and did not have any issues. The field service engineer (fse) identified that the issue was on the customer side; the unit was working fine. After further investigation, new information received deems this case to be a facility issue. The customer indicated that the hospital had an issue with the oxygen supply to the v60. The v60 was working as intended. There was no device malfunction.

Manufacturer narrative:
Patient involvement: the device was in clinical use when the issue was discovered. There was no delay of therapy nor patient harm reported.